Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 9298421. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities."

Event description:
It was reported that a intima-ii y 24gax0.75in prn ec slm npvc had damaged packaging before use. The following was reported by the initial reporter: "the patient came to hospital on (B)(6) 2021 due to transient ischemic attack, and was given intravenous infusion according to the doctor's advice. When the indwelling needle was used for venipuncture, it was found that the packaging of the indwelling needle was leaky and could not be used, so it was immediately replaced with a new one without causing any harm to the patient."